Event description:
New information received indicates that the implantable cardiac monitor (icm) exhibited bluetooth low energy (ble) telemetry issue.

Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed and the icm was implanted successfully. The patient was in stable condition throughout.